Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.